Manufacturer narrative:
(B)(4). Unknown if lens was explanted or remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zlb00, was implanted, the lens cracked while in the patient's eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on 02/01/2016. The lens was returned to the manufacturer for evaluation and the lens was returned cut in pieces. Due to the condition of the lens, the reported complaint could not be confirmed. Manufacturing records were reviewed and the all lenses were manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.